Event description:
It was reported that balloon catheter froze on guidewire. A 3.50mm x 15mm nc emerge balloon was selected for procedure. During the procedure, guidewire remained stuck in the sheath of the balloon, which could not be placed. It was also observed that the guidewire exit hole had not been pierced. Procedure was completed by using another balloon of same size and there was no clinical impact on the patient.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that balloon catheter froze on guidewire. A 3.50mm x 15mm nc emerge balloon was selected for procedure. During the procedure, guidewire remained stuck in the sheath of the balloon, which could not be placed. It was also observed that the guidewire exit hole had not been pierced. Procedure was completed by using another balloon of same size and there was no clinical impact on the patient.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: nc emerge mr, ous 3.50mm x 15mm, catheter batch 32712966 was returned for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. The inner wire lumen was bunched at 4.8cm from the distal tip. The device could not be loaded on a 0.014'' guidewire due to the damage on the inner wire lumen. No other device issues were identified during returned product analysis.